Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that after inserting the hst iii system (3.8mm) seal, the bleeding was not stopped properly and there was a lot of bleeding, so I opened a new kit and used it. There was no procedural delay. No interventions needed, no blood transfusions. After replacing it, it worked without any problems. There were no effects to the patient.

Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 09/10/2025. An investigation was conducted on 09/11/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device and delivery device. The delivery device was returned outside the loading device with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal and tension spring assembly was not returned for evaluation. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement. Based the returned condition of the device as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000460034, history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.